Manufacturer narrative:
The immucor laboratory tested retention product on 22aug2018, which performed as expected. The immucor laboratory also received and tested a blood sample on 22aug2018 from the customer site ((B)(4)) and obtained expected negative outcomes. This did not reproduce the customer result outcomes from (B)(6) 2018, but did reproduce the customer result outcomes from more recent blood samples. The internal immucor number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly positive outcome with anti-d (series 4) monoclonal blend by manual test tube method, when tested on (B)(6) 2018.